Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. Customer stated that a bolus was given after a meal and customer saw the numbers go up and heard the insulin pump beep and thought the bolus had finished delivering and ignored it. Blood glucose value was 113 mg/dl. Customer removed the insulin pump and the battery and when waking up, blood glucose was 393 mg/dl. Customer treated with manual injection. Customer changed the set and stated that it was resolved. Customer was unable to troubleshoot but stated that had taken the reservoir out and pushed insulin through the tubing. Current blood glucose value is 105 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.